Event description:
The customer reported "can't operation". This could indicate a failure to power up.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.